Event description:
It was reported that, the patient exhibited a syncope episode. The health care professional (hcp) requested to perform a magnetic resonance imaging (MRI) to find the cause as the device was pacing. With all the available information, this device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, the patient exhibited a syncope episode. The health care professional (hcp) requested to perform a magnetic resonance imaging (MRI) to find the cause as the device was pacing. With all the available information, this device remains in service. No additional adverse patient effects were reported.